Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a single use mechanical lithotriptor, the physician used the device to crush the stone, and the device became impacted/failed. The user then cut the wire and attached the emergency handle. They used another manufacturer¿s emergency handle to remove the basket, but all four wires on the basket broke, and the top part of the basket fell inside the patient. Next, they brought in some sort of laser and performed lithotripsy on the stone. They were able to retrieve the fallen part. Before they used the olympus stone crushing basket, they had used another manufacturer¿s retrieval basket. This basket got broke and got stuck I the bile duct, so they tried an olympus basket and the olympus basket failed as well. The intended procedure could not be completed at that time due to the two different baskets breaking. Patient stayed overnight in the hospital. The procedure was rescheduled for the following day. The case was completed successfully the next day using a special laser in or. The special laser was used to remove the boston scientific basket and the stone. The patient is fine. No known infection occurred due to the issue reported.